Event description:
Patient was implanted with plate and screw construct in (B)(6) 2011 for a midshaft humerus fracture. A non-union was noted based on patient's biologics and patient was returned to the operating room on (B)(6) 2012 for removal of hardware. The implants were noted as intact. Surgeon removed all hardware and revised patient to a humeral nail construct and bone graft. This is the 6th of 9 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.